Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. The patient's mother received an accidental fingerstick from the misfire. No adverse event was reported. The lot number was not provided. The insertion device was discarded; therefore, no product could be requested to be returned for product evaluation.